Event description:
The patient reported that her infusion device was beeping and displayed a 2.01 and four dashes of the device screen. The patient stated that the power pack had been in use for longer than 2 weeks. The patient was aware of the power pack recall and inserted a new power pack and her infusion device started working properly. The patient's blood glucose was not affected. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.